Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the housing of the device was deformed/bent, and the device had failed pre-test for unintended motion and sticky trigger. Therefore, the reported condition that the device was inoperative was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device failed lid leak tightness test, the bearing was worn, and the housing was deformed/bent. It was further determined that the device failed pretest for leakage test using bubble emission technique, check for free moving, check roundness of housing, check falling out protection (steel ring), check for unintended motion, check for sticky trigger, check condition and function of triggers, check function of all modes with power module, and general condition. It was noted in the service order that the device was inoperative. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.